Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the insulation resistance was out of specification due to a chip on the distal end cover. The bending angle in the up direction was out of specification due to wear of the angle wire. The adhesive of the bending section cover (a-rubber) had detached. The connecting tube was snaking. The control unit was cracked. The endoscope connector mouthpiece was loose. The reported issue (microbiological contamination) could not be confirmed, as the scope was not microbiologically tested by olympus. The customer's cleaning, disinfection, and sterilization processes were requested. At this time, the information has not been provided. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination three times. On (B)(6), 2022, less than 10 colony forming units (cfu) of kocuria kristinae were detected. On (B)(6) 2022, 10-100 cfu of escherichia coli, klebsiella pneumoniae ssp pneumoniae, and bacillus species, were detected. On (B)(6) 2022, less than 10 cfu of escherichia coli and enterococcus faecium were detected. The scope was isolated by the facility, following the first positive microbial test. The scope was manually cleaned and run through the automated endoscope reprocessor (aer) after each test and hung for twelve hours before being tested again. The customer requested inspection of the scope for any internal channel damage. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the three third parties after reprocessing. Since olympus did not conduct additional microbial testing, no abnormality or leakage from the channels was found during inspection, and the customer did not specify their reprocessing steps, the root cause cannot be identified. The following is included in the instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿